Event description:
New information received indicates that the event was discovered via remote transmission.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: g3. Date received by manufacturer should have been february 24, 2026, rather than march 24, 2026, as entered in follow-up number 1 submitted on march 4, 2026.